Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-05165. It was reported that a rotawire fracture occurred and the patient died. The patient presented unstable with a st elevation myocardial infarction (stemi). It was decided to perform a percutaneous coronary intervention (pci). The target lesion was located in the ostial right coronary artery. A 1.50mm rotalink¿ plus and rotawire were selected for use. During the procedure, a rotawire was placed in an angle wherein the device had a lot of friction. When the burr was advanced over the rotawire, the wire broke at the point of the angle. The rotawire was removed from the patient's body; however at that time the patient became very ill. Chest compressions were performed. Two days later the patient died. The physician does not believe that the rotablator devices contributed to the patient outcome.